Event description:
On (B)(6) 2013, medical treatment was started on an (B)(6) urgent pt, with a blood pressure reading of 60mmhg. Although the intra-aortic balloon (iab) was successfully inserted, during initiation of therapy, the distal side of the balloon was not inflating. This resulted in sub-optimal augmentation. The physician repositioned the iab by moving it towards the pt's abdomen; however, the balloon remained in a semi-inflated state. The pt's blood pressure began to fall as the pt experienced bradycardia, at which point an external pacemaker was used. The pt's blood pressure continued to fall. The pt then experienced ventricular tachycardia and ventricular fibrillation. When the pt's blood pressure dropped to 30mmhg, the physician began cardiac massage. After 2 hours, the iab was removed from the pt. The pt expired as a result of cardiogenic shock. The doctor felt that the pt outcome was not unanticipated; however, the fact that the iab did not function as expected may have contributed to the outcome. The doctor does not necessarily believe that the pt's death is attributed to the iab functional failure.

Manufacturer narrative:
The product has been received and will be sent for sanitization and evaluated upon return. A review of device history records does not show any non-conformances which might be considered related to this event. We are following up with the customer for the return of the device. A f/u medwatch will be submitted when the device investigation is complete. Meanwhile, it is important to note that the instructions for use state the following: in appendix a factors affecting augmentation, "physiological conditions can contribute to poor augmentation. Among them are: pt's mean arterial blood pressure is low." In this case, the pt's blood pressure was reported to be low prior to the initiation of therapy, and continued to fall throughout the procedure, which may have contributed to the augmentation issue that was reported.